Manufacturer narrative:
The event was incorrectly reported. This supplemental report was created to correct the event date.

Manufacturer narrative:
Correction: the information provided was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Pump received a64 alarm during self test due to faulty y1.

Event description:
Information received by medtronic indicated that the insulin pump that was supposed to be suspended delivered 22 units of insulin and caused the customer to experience a severe low blood glucose level. The customer was unconscious and they had to call the emergency medical service. The customer also reported getting a failed self-test alarm. The insulin pump was returned for analysis.